Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure #50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to observe both error codes. So, in order to fix the issue, the fse reset all the motor control pcb connections. After that, error #50 went away, but error code #3 persisted. So, the fse calibrated the shuttle transducer which eliminated the issue. Then, the unit passed all functional tests. The unit was then returned to the customer in working condition.

Event description:
N/a.